Event description:
It was reported that the patient underwent a revision surgery for their artificial urinary sphincter (aus) due to an unspecified reason. The control pump, and pressure regulating balloon were explanted and replaced. Additional details were not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a revision surgery for their artificial urinary sphincter (aus) due to an unspecified reason. The control pump, and pressure regulating balloon were explanted and replaced. Additional details were not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the surgery was performed because the patient experienced recurring incontinence. Further details were not provided.

Manufacturer narrative:
Event updated with additional information. Patient code updated to reflect recurring incontinence. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:57 pm CT. The report number is being corrected from: 2183959-2018-61790 to: 2183959-2018-61135.